Event description:
The patient has two leads from the same lot. It was reported the physician planned to perform a lead revision procedure. Follow-up identified the patient's leads were explanted and replaced on (B)(6) 2013 due to invalid impedances. The patient reported effective stimulation coverage postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.